Event description:
The reporter stated the surgeon attempted to use an aq2010v three piece silicone lens. Lens was damaged, the haptic was bent and was not able to be used in surgery. Further information has been requested but non has been forthcoming. A supplemental medwatch will be submitted when further information is available.

Manufacturer narrative:
(B)(4): evaluation: method - lens work order search. Results - a visual inspection of the returned product found one loop haptic bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).